Manufacturer narrative:
A philips field service engineer (fse) went onsite and confirmed that there was no sound emitted from the system. The fse replaced the speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. (B)(6).

Event description:
The customer reported there was "alarm limit set with the patient was not reached". The device was in use on patient at time of event, there was no adverse event reported.